Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The product was returned, and the issue was confirmed. The data logs show a significant drop in flow and mc pulsatility 5 hours into support. Flow remains low until the pump is explanted. The product was returned and biomaterial was found wrapped around the impeller and in the outflow. The pump was run in a bucket of water and the low flow and suction were reproduced. The pump was then soaked in tetraglyme and run again. The pump was able to operate within specification once the biomaterial was removed. Per the results of the clinical review and investigation, the root cause was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the flow was too low for the chosen p level. The system couldn¿t provide more than 1.3l/min at p6 despite several attempts of repositioning and optimization in a very experienced center. The device was explanted and replaced by another impella 2.5 catheter that performed a normal support.